Event description:
It was reported the generator was not working properly, it was "throwing and e8 (overcurrent error) code every time it was used". This occurred during cases; pressing the footswitch/handpiece would clear the error. There was no patient impact.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was received in fair condition with minor surface imperfections. The unit delivered rf energy correctly into the fixed resistors during initial testing. The error log revealed that the unit exhibited ten e3 errors on the last day of use. Testing of the split foil pad showed that the system could deliver energy to a split foil pad without triggering false e3 errors. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.